Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump would not bring the customer¿s high blood glucose down. They reported that the customer took a shot but the amount of insulin in the insulin pump had not moved or changed. The customer¿s blood glucose level during the incident was unknown. The customer¿s current blood glucose level was 182 mg/dl. They had been treating their blood glucose with syringe and the insulin pump. Troubleshooting was performed and insulin exited at the quick release. However, because the insulin pump failed the high-pressure test twice the device will be replaced and returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump passed the delivery accuracy test. The insulin pump was received with broken reservoir tube lip, cracked case near display window corners, cracked on display window and severely scratched display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.